Event description:
It was reported that during an unspecified spine surgery, it was observed that the attachment device was not holding the bits. There were no delays to the surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion and the nose tube was damaged. Therefore, the reported condition was confirmed. It was determined that the bearings were worn, damaged and out of axial alignment, which did not allow the cutter to be inserted. It was determined that this was due to wear from normal use and servicing. It was determined that the nose tube was damaged due to allowing it to come into contact with a hard object which is misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.